Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. The pump passed sleep current measurement test, active current measurement test and self-test. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to unexpected pump error 53. Successfully utilized thump to download history files and trace files. Pump error 53 (file number: 16 line number: 450) alerted several times on (B)(6) 2025 08:55:10.000 until (B)(6) 2025 18:44:10.000 and pump error 54 alerted on (B)(6) 2025 08:55:10.000 until (B)(6) 2025 18:44:10.000 found in the history files. Per engineering troubleshooting guide, it was determined that pump error 53 was triggered by hardware issue with the motor voltage regulator. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay and scratched case. Unexpected error message confirmed due to pump error 53 during testing. Pump error 53 alarm confirmed due to hardware error. Critical pump error/open book image was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged for multiple unexpected pump error and other critical pump error. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed and indicated that the pump would be replaced. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.